Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that she and the pt were unable to activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot activate device) has been confirmed. Upon evaluation, the front response button switch was defective. The cause of the inability to activate the device is the defective response button switch. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the defective response button switch. The pt was issued a replacement monitor.